Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to performance decrement over time. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 13, 2022.

Manufacturer narrative:
This report is submitted on may 27, 2022.